Event description:
Customer reports an infusor containing 3.5mg of morphine, 40mg of bupivacaine, and saline to a total volume of 60ml overinfused over 19.5 hrs on 2/28/97. Customer reports no adverse pt reaction and no medical intervention as a result of event.